Event description:
The device was used during a gastric bypass with roux-en-y. The patient returned to the o.r. And the surgeon found the staple line at gastrojejunostomy junction came apart from the 11-4 o'clock posterior position. A reanastomosis was done. It was reported the patient is currently in the ICU on a ventilator.